Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the hcp contacted the rep to say they were doing a refill and when checking logs noted a message saying "pump in safe state." This occurred during a pump update. The rep spoke with hcp who stated they would attempt update again with correct settings and would call back if they had any further issues. She believed they were programming with a (B)(6) tablet. No patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep did not have patient's identifying information. The hcp called while the rep was in surgery. He was doing refill in his office and did not provide me with the patient's details. The safe state had been resolved. The hcp interrogated the pump and had to update the dosing information. It was fine after that. No further complications were reported.